Manufacturer narrative:
Event date is approximate. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that initially the patient underwent fixation surgery for adult spinal scoliosis at t9-s1. Post op, revision surgery was scheduled due to breakage of rod. Bone union was not achieved. Both side rods were broken at between l2-l3. One level extension toward caudal side was performed and fixation using 4 rods partially for fixing tightly. No fragments of broken implants remained inside patient. The surgeon placed rods at the breakage levels part with domino (x6) and fixed using 4 rods for fixing tightly. Surgeon commented that insufficient rod bending at junctional vertebrae to upper lumbar may have overloaded below levels and contributed to fracture of the implants.

Manufacturer narrative:
Product analysis:macroscopic examination confirms the rod is fractured significant fracture surface damage and smearing is noted. Optical examination did not identify pre-existing material surface defect around area of crack origination that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with gently convex progressive striations through the cross section of the material, which are indicative of cyclic fatigue. The undamaged areas of the fracture surface suggest the primary mode of fracture to be cyclic fatigue, with a localized region of origin and ratchet marks, followed by convex striations in the direction of propagation. The rod diameter has been measured and found to conform to print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review: "single post op ap and lateral plain x-rays are provided. An s1 screw is seen fractured. Per report, there is a rod fracture at l2-3. This is visible on ap. Sagittal balance has not been corrected. Fusion status is unknown as is date from surgery. Root cause: patient specific factors, surgical technique."